Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device cannot be determined. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary tubing set past the backcheck valve in the primary tubing set. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of adriamycin which is red in color. The height of the secondary solution container in relation to the primary solution container was reported to be "hung appropriately." It was reported that the nurse clamped the tubing proximal to the backcheck valve on the primary tubing set to prevent backflow of the secondary solution into the primary solution container. After an unspecified length of time in use, it was reported that the adriamycin was noted past the backcheck valve, up to the clamp, on the primary tubing set. The adriamycin did not backflow past the clamp. The adriamycin delivery was complete. No medical intervention was required. There were no reported adverse pt effects and no delay in therapy critical for the pt. Though requested, no additional info was provided.